Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the "anesthetist tested seal prior to use and it failed. The seal did not hold, when injected with air." Alleged defect was reported as detected prior to use. There was no report of patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear at the joint of the inflation line to the cuff pilot valve (cpv). The cuff was fully deflated and immersed into water and then inflated. No bubbles were observed during the test. The cuff was then deflated and left for 10 minutes. It was observed that the cuff inflated and returned back to its normal shape. Leak testing was performed on the cpv; however, bubbles were observed at the inflation line joint. Based on the investigation performed, the reported complaint was confirmed. The leak was detected by the end user prior to use. It was determined that the leak at the joint between the cpv and the inflation line was due to a tear at the joint. Relevant parties were made aware of this issue and respective action was taken.

Event description:
Customer complaint alleges the "anesthetist tested seal prior to use and it failed. The seal did not hold, when injected with air." Alleged defect was reported as detected prior to use. There was no report of patient harm or consequence.